Event description:
The patient was presented to the electrophysiology (ep) laboratory and the device was successfully explanted and replaced without incident. The device was received at boston scientific return product's department.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is part of the identified population.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information in late (B)(6) 2013 that this device displayed an alert (voltage too low for projected remaining longevity). A memory upload was sent to in-house engineering for analysis. The memory upload was received and analysis confirmed that a low voltage alert was declared in mid (B)(6) 2013. The most recent recorded battery voltage was 3.017 volts and therapy remained unaffected. The battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery measurement data, the engineer estimated the device daily power fluctuations. To date, the power appeared steady and does have significant reserve capacity. However, because this behavior is unpredictable, the patient should be scheduled for device replacement.